Event description:
Patient reported experiencing elevated blood glucose levels of approximately 500 mg/dl for one week. Patient's normal blood glucose range was not provided. Patient stated she took correction via infusion device after changing accessories; no success. Patient reported also using another lot from the insulin; no success. Patient stated she then took correction via pen. Patient reported no infection and thinks the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: n/a. The problem mentioned by the customer could not be reproduced.